Event description:
Leica biosystems received a complaint regarding a strong smell of formalin when retort a and b were opened at the completion of a processing run in each retort. The complainant reported to leica representatives that small tissue samples, which had been cut and stained, were requested by the pathologist to be re-processed; the large tissue samples were "raw" and immediately re-processed using an alternative brand of tissue processor located in the laboratory; the tissue in approximately 200 cassettes was adversely impacted; the wax in wax baths 1, 2 and 4 was noted to be cloudy and contained liquid droplets and bottle 12 appeared to contain a mix of formalin and xylene. The leica field support specialist (fss) documented that: "the supervisor stated the tech who changed the bottle most likely grabbed a formalin bottle instead of xylene and poured into bottle 12 on accident." Information documented by a leica field support specialist (fss) details that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
The complainant reported sub-optimal tissue processing from "biopsy protocol" started in retort a at 15:19pm on (B)(6) 2016; the "biopsy protocol" started in retort b at 18:00pm on (B)(6) and the "large protocol" started in retort a at 18:34pm on (B)(6) 2016. Manufacturer evaluation of the instrument logs found that the reagent in bottles 1 (formalin), 2 (formalin), 7 (ethanol) and 12 (xylene) and the wax in wax chamber 3 was replaced in the period between 09:51am and 10:08pm on (B)(6) 2016, which was prior to commencement of the three (3) protocols from which sub-optimal tissue processing was reported by the complainant. There is no evidence of a use error during the replacement of the reagent in bottles 1 (formalin), 2 (formalin) or 7 (ethanol). The complainant advised that a use error, in which the reagent in bottle 12 (xylene) was replaced with formalin in error, had occurred. Bottle 12 (xylene) was used for the final clearing of each of the three (3) protocols from which sub-optimal tissue processing was reported. The minimum xylene concentration required for the final clearing step of a protocol is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Event codes recorded during execution of the "large protocol" started in retort a at 18:34pm on (B)(6) 2016 indicate insufficient wax was available in wax chambers 2, 3 and 4; the protocol was abandoned in the final wax infiltration step at 03:49am on (B)(6) 2016. As a consequence of insufficient wax being available, the total wax infiltration time for tissue samples in the "large protocol" started in retort a at 18:34pm on (B)(6) 2016 was reduced by a total of 58 minutes. The finding of insufficient wax in wax chamber 3 indicates a use error when replacing the wax. This use error would have further exacerbated the sub-optimal tissue processing caused by the reagent replacement error. The instrument was found to have functioned as designed during execution each of the three (3) protocols from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant was determined to be use errors, which occurred prior to commencement of the "biopsy protocol" started in retort a at 15:19pm on (B)(6) 2016; the "biopsy protocol" started in retort b at 18:00pm on (B)(6) and the "large protocol" started in retort a at 18:34pm on (B)(6) 2016. Specifically, the reagent in bottle 12 (xylene) was replaced with formalin in error as reported to a leica representative by the complainant; and insufficient wax was used in wax chamber 3 to ensure that the wax chamber fill level was above the minimum level for 3-baskets and below the maximum level marked as detailed in section 2.2.2 of the peloris/peloris ll user manual.